Event description:
It was reported that during surgery tip of the drill bit broke off. It was left in the patient.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.